Manufacturer narrative:
(B)(4) it was reported that during an paroxysmal atrial fibrillation (afib) procedure, the patient suffered a perforation and subsequent pericardial effusion. The physician stated that too much force was applied when positioning the ez steer thermocool sf nav catheter at the left superior pulmonary vein (lspv) osteum. As soon as this occurred, the physician noted a perforation in the roof of the left atrium. A pericardiocentesis was immediately performed in the ep lab but the effusion was constant. Therefore, the patient was transferred to the or for surgical intervention. The surgery was successful and the patient was stable at the time of the call. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the perforation and pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.